Event description:
Device malfunction [device malfunction] clicking out [joint clicking] searing pain down her calf/quiet painful [calf pain] could barely walk [walking difficulty] couldn't put any weight on it/can't do the stairs [weight bearing difficulty] had a high white blood cell count which was a little over 12,000 [white blood cell count increased] herniated thing in her neck [musculoskeletal disorder] knee fluid yellow/cloudy/nucleated cells increased [synovial fluid analysis abnormal] left knee warm/hot to the touch [joint warmth] left knee tender/tender [joint tenderness] left knee swollen/blew up all the way up her knee [swelling of l knee] knee aspirated/ drained/effusion of knee joint [effusion (l) knee] case narrative: based on additional information received on (B)(6) 2017, this case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as medically significant. This case is cross referred with cases (B)(4) and (B)(4) (cluster). This unsolicited legal serious case from united states was received on 30-nov-2017 from health care professional. This case concerns a 43 years old female patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) injection and on the same day had searing pain down her calf/quiet painful and left knee swollen/blew up all the way up her knee; after 1 day had knee aspirated/ drained/effusion of knee joint and knee fluid yellow/cloudy/nucleated cells increased; after an unknown latency had left knee warm/hot to the touch, left knee tender/tender, clicking out, could barely walk, couldn't put any weight on it/can't do the stairs, had a high white blood cell count which was a little over 12,000, herniated thing in her neck. Also device malfunction was identified for the reported lot number. Patient had medical history of being hypothyroid, heberden's nodes. Patient had previous injection in may. Patient denied previous/concomitant treatment with immunosuppressant as well as an allergy history to avian proteins, feathers, or egg products. Concomitant medications included thyroid (wp thyroid) and celecoxib. Patient had concurrent conditions of knee osteoarthritis (left greater than right), pain in left knee (ongoing since middle school), fire ant allergy (critical), various seasonal allergy (moderate), dust mite allergy (moderate), joint pain, crepitus bilaterally knee (left greater than right). Patient reported that sometimes there was swelling and crunching, had a bony enlargement. Oral medications were partially effective. Patient had discomfort at night and worse with prolonged activity. Patient was a non-smoker and reported social alcoholic use. It was reported that patient had failed ibuprofen, aleve, celebrex and cortisone injections and prior magnetic resonance imaging showed tricompartmental advanced osteoarthritis changes. Patient had hylan g-f 20, sodium hyaluronate injection in may-2017 which had helped, there was less knee pain, less sharp stabbing pain and was able to be more active. Patient reported to have no surgical history. On (B)(6) 2017, patient received treatment with intra- articular hylan g-f 20, sodium hyaluronate injection, one dosage form once (lot number: 7rsl021, expiration date: (B)(6)2020) for osteoarthritis knee in left knee. On the same day, it was stated that patient walked out fine but within hours it blew up all the way up her knee with "searing pain down her calf". On (B)(6) 2017, patient had medication reaction and effusion of left knee joint (latency: 1 day). On the same day, at 21:30 hours, knee fluid from left knee was yellow, cloudy and had 12130/ul of nucleated cells (high; reference range: >200 cells/ul) (latency: 1 day) and no organisms were observed on gram stain of the fluid. On unspecified date in 2017, latency unknown, patient's left knee was warm, tender and very swollen. Patient had to go to the ER (emergency room) to get it aspirated but no infection was noted. Patient was told to rest and take nsaids. Patient stated that it was "hot to the touch". Patient stated that she sent a picture of it to her friend that was a doctor and they were worried it was septic so she went to the ER (emergency room). Patient stated that she could not put any weight on it. Patient stated that she spent 7 hours in the ER and they drained it and ran some tests and found that she had a high white blood cell count which was a little over 12,000. Patient stated that she was not septic. Patient was sent her home with hydrocodone and crutches and then she spent a week in bed and now she has a "herniated thing in her neck". Patient stated that it was still tender and "clicking out" and she "could not do the stairs" and that it was quiet painful. Patient states that her doctor was telling her that she needed a knee replacement. Patient was asked if she was engaged in activities such as jogging or tennis soon after the injection and she laughed and said no and that she could barely walk. Patient did not have any prosthetic devices. Patient stated that she loves eggs. Patient stated that in terms of her overall health that she was in the army and that she had run 10 marathons. Patient stated that this whole experience has been "not fun". Corrective treatment: hydrocodone and crutches for clicking out, searing pain down her calf/quiet painful, couldn't put any weight on it/can't do the stairs, left knee warm/hot to the touch, left knee swollen/blew up all the way up her knee, knee aspirated/ drained; diclofenac for searing pain down her calf/quiet painful; rest and nsaids for left knee warm/hot to the touch; left knee tender/tender, left knee swollen/blew up all the way up her knee; not reported for rest events outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated with global ptc number 50755. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: medically significant for device malfunction additional information was received on 30-nov-2017 and 12-dec-2017 (both information processed together with clock start date of (B)(6) 2017) from patient. This case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. Verbatim was updated for the events of left knee warm to left knee warm/hot to the touch; left knee tender to left knee tender/tender; left knee swollen to left knee swollen/blew up all the way up her knee; knee aspirated to knee aspirated/ drained. Events of searing pain down her calf/quiet painful, device malfunction, clicking out, could barely walk, couldn't put any weight on it/can't do the stairs, had a high white blood cell count which was a little over 12,000, herniated thing in her neck were added along with its details. Clinical course was updated and text was amended accordingly follow up was received on 18-dec-2017. No new information was received. Additional information was received on 14-jan-2019 form lawyer and case classification was updated as legal case. Medical history and concomitant medications were added. Lab data dated (B)(6) 2017 was added. Events of knee fluid yellow/cloudy/nucleated cells increased was added with details. Corrective treatment for event of searing pain down her calf/quiet painful was updated. Verbatim of event knee aspirated/ drained was updated to knee aspirated/ drained/effusion of knee joint and start date, hence latency was also updated for the same. Clinical course updated. Text amended accordingly.

Event description:
Based on additional information received on 30-nov- 2017, this case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. This case is cross referred with cases (B)(4). This unsolicited case from united states was received on 30-nov-2017 from health care professional this case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and on the same day had searing pain down her calf/quiet painful and left knee swollen/blew up all the way up her knee ; after an unknown latency had left knee warm/ hot to the touch, left knee tender/tender, knee aspirated/ drained, clicking out, could barely walk, couldn't put any weight on it/can't do the stairs, had a high white blood cell count which was a little over 12,000, herniated thing in her neck. Also device malfunction was identified for the reported lot number. No relevant concomitant medications, medical history and concurrent conditions were reported. Patient had previous injection in may. Patient denied previous/ concomitant treatment with immunosuppressant as well as an allergy history to avian proteins, feathers, or egg products. On (B)(6) 2017, patient received treatment with intra- articular synvisc one injection, one dosage form once (lot number: 7rsl021, expiration date: may-2020) for osteoarthritis knee in left knee. On the same day, it was stated that patient walked out fine but within hours it blew up all the way up her knee with "searing pain down her calf". On unspecified date in 2017, latency unknown, patient's left knee was warm, tender and very swollen. Patient had to go to the ER (emergency room) to get it aspirated but no infection was noted. Patient was told to rest and take nsaids. Patient stated that it was "hot to the touch". Patient stated that she sent a picture of it to her friend that was a doctor and they were worried it was septic so she went to the ER (emergency room). Patient stated that she could not put any weight on it. Patient stated that she spent 7 hours in the ER and they drained it and ran some tests and found that she had a high white blood cell count which was a little over 12,000. Patient stated that she was not septic. Patient was sent her home with hydrocodone and crutches and then she spent a week in bed and now she has a "herniated thing in her neck". Patient stated that it was still tender and "clicking out" and she "could not do the stairs" and that it was quiet painful. Patient states that her doctor was telling her that she needed a knee replacement. Patient was asked if she was engaged in activities such as jogging or tennis soon after the injection and she laughed and said no and that she could barely walk. Patient did not have any prosthetic devices. Patient stated that she loves eggs. Patient stated that in terms of her overall health that she was in the army and that she had run 10 marathons. Patient stated that this whole experience has been "not fun". Corrective treatment: hydrocodone and crutches for clicking out, searing pain down her calf/quiet painful, couldn't put any weight on it/can't do the stairs, left knee warm/hot to the touch, left knee swollen/blew up all the way up her knee, knee aspirated/ drained; rest and nsaids for left knee warm/hot to the touch; left knee tender/tender, left knee swollen/blew up all the way up her knee; not reported for rest events outcome: unknown for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 30-nov-2017 and 12-dec-2017 (both information processed together with clock start date of 30-nov-2017) from patient. This case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. Verbatim was updated for the events of left knee warm to left knee warm/hot to the touch; left knee tender to left knee tender/tender; left knee swollen to left knee swollen/blew up all the way up her knee; knee aspirated to knee aspirated/ drained. Events of searing pain down her calf/quiet painful, device malfunction, clicking out, could barely walk, couldn't put any weight on it/can't do the stairs, had a high white blood cell count which was a little over 12,000, herniated thing in her neck were added along with its details. Clinical course was updated and text was amended accordingly pharmacovigilance comment: sanofi company comment for follow-up dated 07-dec-2017: this case concerns a female patient who experienced adverse events due to device malfunction after receiving treatment with synvisc one. Based on the available information, pharmacological plausibility can be established between the event and suspect product.